Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011 due to patient complaints of headaches with device use. The patient had discontinued use of the device. (B)(4).

Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. The reason for explantation and the date of explantation were not provided by the clinic. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011. There are no plans to reimplant as of the date of this report.